Event description:
Chest tube placed per routine (have used product for yrs), snapped off at tip; continued with placement. While pt being admitted to ICU post-op, chest tube noted to have "snapped" off completely, tube much more friable than usual products. 7/7/94, pt returned to or for replacement of chest tube.